Event description:
It was reported that at the user facility the device ran without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Event description:
It was reported that at the user facility the device ran without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run-on was confirmed through functional evaluation by a manufacturer service technician. Non-stryker components, including a non-stryker motor, were identified, and are the probable cause for the reported event.